Event description:
It was reported, that during a pci procedure for instent restenosis, the maverick2 monorail balloon burst. The balloon was being used to pre-dilate a lesion located in the 40% stenosed ramus. The balloon was inflated three times, each to 12 atms. On the third inflation, the balloon burst. The procedure was successfully completed. There were no reported patient injuries. Patient's status reported as "ok".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 9147792 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of this event could not be determined.